Manufacturer narrative:
An evaluation of the returned trestle screw indicated the implant was properly manufactured and released to design specifications. Visual, dimensional and functional inspection detected no manufacturing anomalies. The investigation concluded that over angulation resulting in incomplete seating of the screw likely caused the locking mechanism not to properly engage. The trestle anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. It is intended for use in the anterior cervical spine (c2-c7). A primary feature of the trestle plating system is the proprietary zero step self-locking mechanism. While advancing the screw, the blocking slide will move medially. When the screw is fully inserted and the screwdriver removed, the blocking slide will return to the center position. Both the surgical technique and instruction for use ((B)(4)) state; the surgeon must take great care to properly position bone screw holes when using the variable drill guide and self centering awl. Excessively converging hole patterns may prohibit proper seating of the bone screws. Hole patterns angled beyond 9° may prohibit proper seating.

Event description:
A patient returned to the operating surgeon complaining of neck, shoulder and back pain. X-rays taken during the visit revealed one of the six screws anchoring the two level construct was no longer properly seated beneath the locking mechanism. Revision surgery occurred (B)(6) 2013 at which time the entire trestle construct was removed. Replacement hardware was not required, fusion has been achieved. The anterior cervical plating system was originally implanted on (B)(6) 2013.